Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va08xpt, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
It was reported that the patient had a loss of therapeutic effect and she noticed that she had to go more often the night prior to the report. The patient wanted to increased stimulation and needed assistance. The patient was assisted and found that she was on program 2 at 3.5 volts, but her device was off. The patient had not realized the stimulation was off. The patient turned it back on and after a few seconds she stated that it was a little too strong. The patient decreased it a couple of times, down to 3.2 volts and it felt much better. Additional information received on 2014-02-10 reported the patient was still having concerns regarding their device or therapy but working with healthcare provider or company representative. Patient received assistance from their doctor or manufacturer representative and their concerns were not resolved. The patient had various appointments scheduled for (B)(6) 2013 and (B)(6) 2014. Further information received later on 2014-02-11 indicated patient needed instruction on device and her program needed to be increased. It was indicated that patient needed their program changed and had 3 operation errors. It was indicated that patient was doing well and had frequency. Patient outcome was reported as no injury. Additional information reported later on (B)(6) 2014 that patient lost therapeutic effect and was not able to empty her bladder completely prior to this report. It was indicated that patient was on program 2 and increased stimulation from 3.2 to 3.v. It was noted an appointment was scheduled for next month. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.